Manufacturer narrative:
Product not returned for evaluation. Although several contacts have been made, medwatch 3500a form has not been received from user facility.

Event description:
Tibia not removed but allegedly effusion secondary to tibial loosening. Secondary surgical intervention was aspiration of knee.